Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient underwent a surgical procedure on (B)(6) 2006 and ams monarc subfascial hammock was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, dyspareunia, vaginal scarring and other non-specified outcomes. It was reported that the patient experienced pain and urinary problems. The patient underwent corrective surgery (explant) on (B)(6) 2003 and in 2004. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2006, patient underwent attempted mesh resection and device was not located. Patient also underwent placement of monarch tape due to rectocele and urinary incontinence.